Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. Based on the complaint description it was reported that the catch lever broke off. The returned sample was inspected and it is possible that the catch lever break is possibly due to user error or the device not handled as per IFU. A device history record review was performed and no relevant findings were identified. The manufacturer reports that the sampling check was performed per procedure and there were no lots rejects in house due to the same issue as that reported by the customer. Based on the investigation performed, the reported complaint was confirmed; however, a root cause for the defect could not be identified.

Event description:
Customer reported the "zip tie adjustment lever breaks off". This is the piece that secures the et tube. No patient harm or injury reported. No medical intervention needed. At the time of this report, the patient had been extubated.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the "zip tie adjustment lever breaks off". This is the piece that secures the et tube. No patient harm or injury reported. No medical intervention needed. At the time of this report, the patient had been extubated.